Manufacturer narrative:
There were no deviations reported in the DHR for (B)(4), lot 0912075. All released parts were within specification. The company's surgery report from indicates the sliding core mobile bearing was dislocated.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged to address the dislocation of component.